Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the breakout box and polaris spectra system control unit (scu) were replaced on the navigation system to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. It was reported that when an active probe was introduced into the field of view for the navigation system, the system would restart.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system restarted without prompt from the user. It was reported that the issue occurred after importing patient exams. It was reported that the navigation system would not progress past the registration prompt. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The breakout box for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The polaris spectra system control unit (scu) for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.